Manufacturer narrative:
Examination of the returned instrument confirms the observation. The lot code of j0206 signifies manufacture during february of 2006. The instrument has been in-service for approximately ten years. There is evidence it has been well used over time. The root cause is attributed to wear out. Based on the performed investigation, corrective action is not indicated at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, the reamer was suddently blocked. By removing the reamer, the surgeon noted that a polar fragment was retained in the bone. He managed to get back the fragment.